Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'low downstream occlusion' which was not reproduced during evaluation. A review of the event history log identified 'downstream occlusion!' Messages. Evaluation and found the device passed the downstream occlusion testing but the downstream tubing guide gap was out of the specification range. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "low downstream occlusion". There was no known patient injury or medical intervention associated with this event. No additional information is available.